Event description:
During service at baxter, a technician discovered a colleague infusion pump had failure code 810:11 due to ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as remediated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation results will be provided in the follow-up medwatch report(B)(4).

Event description:
It was reported that, "when the surgeon was snapping off the sample, a fragment of the sample fell into the simplex powder. Therefore, the surgeon used a spare simplex instead of it. It was used without any problems."